Event description:
Information received indicated the counduit was retrieved after 45 months service life due to non-structural dysfunction (stenosis). The product was replaced with no subsequent complication reported for the patient.